Event description:
It was reported that during implant when attempting to implant the atrial lead, the lead did not advance beyond the sheath. Expansion of the balloon was attempted but the lead could not advance the lead was removed and not replaced. The implantable pulse generator (ipg) was used with only the ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.